Event description:
An article appearing in obstetrics & gynecology describes two cases in which falsely elevated axsym bhcg results lead to unnecessary therapy. One patient received three courses of methotrexate after ultrasound showed no evidence of intrauterine or ectopic pregnancy. The second patient underwent dilation and curettage after ultrasound showed no evidence of ectopic pregnancy.